Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The philips field service engineer (fse) reported that during implementation of philips field change order the device failed to load the software. The device would re-boot during the software loading procedure. The device was then unable to load software and to unable fully power on for use.